Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2018 at 9:40 am she obtained what she felt was an inaccurate high result of ¿179 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient informed the csr that she manages her diabetes with a combination of insulin (basaglar 40 units at night) and oral medication (metformin 1000 mg twice daily). The patient denied taking any action in regards to her usual diabetes management regimen in response to the elevated result. The patient reported developing symptoms of ¿dizziness, can¿t think straight and lose focus¿ an unspecified time after the alleged issue occurred. The patient denied receiving medical treatment. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the test strips had been stored correctly and were not expired or opened past their discard date. The csr walked the patient through a control solution test and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.